Event description:
It was reported that the micro sagittal saw heated up during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences. Upon eval at the MFR, it displayed a bias current error when connected to the console.

Manufacturer narrative:
Visually, it was observed that the sockets were corroded and that there were signs of non-stryker blasting on the outside of the handpiece. Upon disassembly, it was observed that the tps flex assembly was damaged, the motor assembly was corroded, the ball bearing was stuck in the rear bearing housing, and the boot was worn. The presence of a damaged tps flex assembly and a corroded motor assembly are likely to cause or contribute to the handpiece displaying a bias current error and an over temp error on the console. The presence of a worn boot and a corroded motor assembly are likely to cause or contribute to the handpiece heating up.